Event description:
The manufacturer received info alleging a ventilator 's ac inlet connector was damaged. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's ac inlet connector was replaced to address the issue. The device had physical damage consistent with being dropped.